Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during drain 1/3 of their automated peritoneal dialysis therapy. Reportedly, the home pt's transfer set was connected to the pt line of the home choice set at the time of the alarm. The home pt reported that their cat bit the pt line, causing some small holes in the tubing. Baxter's tech svc ctr assisted the home pt in ending therapy. Therapy was completed by setting up with all new supplies, per the home pt. The home pt contacted their nurse and was given prophylactic amoxicillin, (dose unk). No pt injury was associated with this incident, per the home pt.